Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to insufficient information. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On 2025, it was reported that the patient self-treated with insulin when the cgm reading was between 300 and 400 mg/dl. On (B)(6) 2025, the patient was found on the floor by their wife. At that point no alert would have sounded. The patient got unconscious, fell, and hit their head. When a fingerstick was taken in the ambulance the cgm was reading 47 mg/dl, and the blood glucose reading was 68 mg/dl. The patient was admitted into the ICU and a CT scan, x-ray, and ultrasounds were done, and it was noted that the patient had a brain hemorrhage. The patient could not remember treatment. Post-incident, reviewing his medical chart, the patient observed that a blood glucose meter reading taken at 3:13 am on (B)(6) 2025, showed a blood glucose level of 926 mg/dl. The patient was discharged on the (B)(6) 2025. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.